Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the non-tortuous and non-calcified vessel. A 16-6/5.8/75 xxl balloon catheter was advanced for dilatation. During inflation at 4 atmospheres, the balloon burst. A burst in the middle of the balloon was noted. The device was removed intact along with the guidewire. The procedure was completed with another of the same device. No patient complications were reported.